Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash meter. The customer obtained readings of 211, 58, 91 and 40mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.